Event description:
It was reported that the battery indicator light came on and the remote monitor would not transmit, even with new batteries. This monitor had transmitted successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor was returned and analyzed and no anomalies were found.